Event description:
It was reported to covidien on 01/26/2010 that a customer had an issue with a hemodialysis catheter. The customer reports the pt had a palindrome sapphire placed in (B)(6)2009 and the cuff became exposed, requiring replacement with another catheter in (B)(6)2010.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.